Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation due to inability to increase amplitude. In turn, the device was autoreducing. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg was explanted and replaced. Effective therapy restored post operatively.

Event description:
Additional information received confirmed that the ipg was inoperable prior to the replacement. It was confirmed that the patient stopped charging the device as instructed.